Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. Review of the electronic data and files received.

Event description:
The ICD involved in this MDR report was implanted in 2006. Upon a f/u performed in 2007, noise oversensing episodes were observed. Some of them led to inappropriate therapies (shocks). Fast battery depletion was also observed.